Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the blood pressure waveform is not displayed properly and calibration is not performed. Visited the hospital and checked the device. Fiber optic module test: pwm 43 lamp output 194 lamp output/pwm 4.51 signal count 145 signal level 156. Running test using optical sensor balloon. No abnormalities. Optical sensor connector cleaning. No abnormalities were found on the device side during this operation check. Please keep an eye on the situation for a while. If a similar phenomenon occurs, please consider adjusting the balloon placement position and performing manual calibration.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6) hospital. Due to character limitation e1 event site city full name: (B)(6).

Event description:
It was reported by the customer that during clinical use cardiosave intra-aortic balloon pump (iabp) blood pressure waveform was not displayed properly. No impact on patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a